Event description:
During local injection of lidocaine prior to chest tube insertion, by provider, 27g needle broke off luer tip and is currently retained in patient. Provider was at bedside. X-ray ordered. Needle was not removed. Attempted removal during planned surgical procedure needed for other medical condition but unable to safely retrieve, risk of additional harm outweighed benefit of removal. Imaging located retained fragment, no vital organs at risk. Patients' current clinical status: discharged home, stable disclosure to patient with instructions return to hospital if complications arise. No prolonged stay as a result of the unretrievable device fragment.